Event description:
It was reported that the patient had an infection at both ipg and lead incision sites. Symptoms of pain and fever were noted. The physician confirmed that the infection was not device or procedure related, and that the patient had a history of methicillin-resistant staphylococcus aureus (mrsa) infection. The patient underwent an explant procedure and was prescribed with antibiotics. The patient had fully recovered and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7137940/7138642.